Event description:
It was reported that during an iliac stenting treatment procedure, stent migration and catheter removal difficulties occurred. Vascular access was obtained retrograde via the right groin. Another manufacturers' 6f sheath was placed in the groin. The physician was treating a 14cm in length, totally occluded lesion from the bifurcation, through the right common iliac and external iliac arteries, to the level of the sheath. The lesion was crossed with another manufacturers' guide wire and angioplasty was performed. The decision was made to stent the lesion. A 7mmx6cm epic stent was placed at the origin of the bifurcation successfully. Next, the physician wanted to place this 7x79x75 epic vascular stent proximal to the first epic stent overlapping by 1.5cm. As the physician was deploying this stent, he could see the distal marker bands but could not see the end of the sheath. The stent was fully deployed and an attempt to remove the stent delivery system (sds) was made. During withdrawal of the sds the physician encountered significant resistance. The physician elected to pull back the sds without first checking the sheath under angio. The sds was finally withdrawn by manipulating the sheath and withdrawing it slightly from the body to reduce the resistance felt. The stent was then checked under angio and noticed to have been pulled back approximately 3 to 4cm. There was no effect to the first placed stent by this, it remained well positioned in its' original location. The 7x79x75 epic vascular stent was post-dilated with a 7mmx6cm balloon catheter and the procedure was ended. No further patient complications were reported and the patient's status is fine. Initially the physician felt that the stent didn't open properly. However, the physician now believes that the proximal end of the stent was deployed inside the sheath. The stent was therefore pulled back out of position due to the force needed to free it from the sheath. This product is only ous approved, but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).